Manufacturer narrative:
The pump was not returned for investigation. On the 5th day of use, the data log showed a gradual decreasing trend in snr, followed by the psnr alarm. Gain was noted to be gradually increasing, and contrast changed its amplitude 10-30. The light was also seen to gradually decrease to 1.2. The placement signal was never seen to recover until the end of the case. There is no definitive failure optical system failure pattern that matches observed trend on the 5s parameters. Therefore, the cause of the optical signal issue could not be determined without a returned product investigation. The cause of the access site bleeding issue was not determined since the product was not returned and sufficient clinical information was not provided.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was on impella 5.5 support and during support, the patient had internal bleed at the axillary site. Heparin was withheld. Support was continued.

Manufacturer narrative:
B1 product problem updated. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-28421. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that there were placement signal not reliable alarms. Position was verified, and audio was disabled. Support continued.